Manufacturer narrative:
Additional information confirmed that initially the iol was successfully implanted in the capsular bag and that the haptic was not left outside of the sulcus initially after the surgery due to the patient factor. The account did not believe that the reported issue ¿haptic moving outside of the capsular bag¿ is associated to any perceived j&j lens defect. The doctor commented that the patient tends to squeeze his eye a lot even during surgery and due to old age and hearing deficiency, the patient could possibly not understand the instruction from the doctor. The account confirmed that there was no capsulorhexis issue/complication and that the capsulorhexis was approximately 5.5mm. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted to date. Phone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the lens implanted in the right eye at 5 degree axis, temporal incision, given myostat at the end of surgery. Post-op day one (pod1): bad cornea edema due to dense cataract phaco and visual acuity was unable to obtained. Post-op day eight (pod8): the doctor noticed that one (1) of the iol haptics, popped out from the capsular bag, landed in anterior chamber. The iol slanted and trailing haptic (near incision side) went into sulcus. The lens was not rotated off the original axis by more than 10 degrees. Uncorrected visual acuity (ucva): 6/45; best corrected visual acuity (bcva): 6/15. The doctor immediately arranged for secondary intervention and haptic lens was rotated back into the capsular bag. There was no incision enlargement, no vitrectomy and no sutures required. It was noted that the patient has hearing issue and kept squeezing his eye even during surgery. Reportedly, the patient has poor vision post operation. The pre-operation ucva was worse than 6/60 and the patient outcome now was reported to be 6/45. The patient has mild corneal edema. No further information was provided.